Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 submitted 06/24/2014: on 06/04/2014, the patient contacted animas again and alleged that while off the pump per animas instructions, and using alternative form of insulin delivery, their blood glucose (bg) ranged from 400-580 mg/dl with symptoms of severe lethargy. Patient contacted a health care provider and took insulin via injection. Later that day, the patient recieved the replacement pump: animas assisted patient with programming it, and the patient has resumed pump therapy.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: pump returned with visible moisture in the display lens. Damage to pump case found between upper right corner of the display lens and the case seal. Pump fails in-house leak test due to crack between upper right corner of the display lens and the case seal. Removed the pump cover; internal moisture confirmed in the pump. Pump does not power on to the verify screen; no audio or vibratory. Unable to download black box and pump history. Unable to perform the delivery accuracy test due to no power to pump. Keypad is fully intact. Unable to test keypad functions due to no power to the pump. Removed the keypad cover; no contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.